Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer was sitting down when the malfunction code occurred. The customer's blood glucose (bg) was from 200s - 314 mg/dl. Customer does not correct bgs at night per health care provider (hcp) instructions. Customer does not have another form of backup form of insulin therapy. Tandem customer technical support (cts) advised customer that we do not recommend using the pump as we are replacing it and to obtain another form of backup therapy. Customer acknowledged and declined follow up. The customer would continue use of the current pump for insulin therapy.